Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine clinic visit, the ventricular assist device (vad) patient reported ¿feeling a shock¿. It was also reported that the vad exhibited a few high watt and electrical fault alarms. Of note, the patient did not notify center of the alarms and did not report any physical damage being done to the driveline. The patient was admitted in the hospital for assessment of driveline wire damage. Upon inspection, electrical faults were reproduced through manipulation of the driveline cable, and outer sheath cracking with twisting of exposed wires were observed. A driveline splice repair was performed with an associated vad stop. It was also reported that the patient¿s international normalized ratio (inr) was therapeutic and did not require heparin drip. The vadremains in use and a partial of the driveline cable was returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 351333 lead, implanted: (B)(6) 2008. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine clinic visit, the ventricular assist device (vad) patient reported ¿feeling a shock¿. It was also reported that the vad exhibited a few high watt and electrical fault alarms. Of note, the patient did not notify center of the alarms and did not report any physical damage being done to the driveline. The patient was admitted in the hospital for assessment of driveline wire damage. Upon inspection, electrical faults were reproduced through manipulation of the driveline cable, and outer sheath cracking with twisting of exposed wires were observed. A driveline splice repair was performed with an associated vad stop. It was also reported that the patient¿s international normalized ratio (inr) was therapeutic and did not require heparin drip. The vad remains in use and a partial of the driveline cable was returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline cable associated with the ventricular assist device (vad) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files revealed nine (9) electrical fault alarms logged since 09-jun-2020 at 15:52:03, due to an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front-stator only). Additionally, seven (7) high watt alarms were logged on 09-jun-2020 starting at 15:52:04; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. No vad stopped alarms were logged within the analyzed period. Of note, on-site inspection of the driveline cable revealed that the electrical faults were able to be reproduced upon manipulation of the driveline and cracking of the outer sheath and twisting of the exposed wired were noted. A splice repair was performed to mitigate the reported conditions. Functional testing of the returned driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Visual inspection of the returned segment of driveline cable revealed a break in the outer sheath, yellowing of the outer sheath, and damage to the driveline strain relief. Additionally, damage to the insulation was observed on the blue cable (associated with the front stator), green cable (associated with the rear stator), and red cable (associated with the rear stator), thus exposing the wires. As a result, the reported event was confirmed. The most likely root cause of the strain relief damage may be attributed to improper handling/wear over time. Based on historical review of similar events, the most likely root cause of the driveline outer sheath break and yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the outer sheath damage likely left the driveline cables exposed, thus allowing the wires' insulation to be damaged. Subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline cable associated with (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files revealed nine (9) electrical fault alarms logged since (B)(6) 2020 at 15:52:03, due to an over current condition on the rear stator, resulting in the pump running on a single stator (front-stator only). Additionally, seven (7) high watt alarms were logged on (B)(6) 2020 starting at 15:52:04; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. No vad stopped alarms were logged within the analyzed period. Of note, on-site inspection of the driveline cable revealed that the electrical faults were able to be reproduced upon manipulation of the driveline and cracking ng of the outer sheath and twisting of the exposed wired were noted. A splice repair was performed to mitigate the reported conditions. Functional testing of the returned driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Visual inspection of the returned segment of driveline cable revealed a break in the outer sheath, yellowing of the outer sh eath, damage to the driveline strain relief and the inner lumen. Additionally, damage to the insulation was observed on the blue cable (associated with the front stator), green cable (associated with the rear stator), and red cable (associated with the rear stator), thus exposing the wires. As a result, the reported event was confirmed. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time after the sheath damage left the inner lumen exposed. The most likely root cause of the strain relief damage may be attributed to improper handling/wear over time. Based on historical review of similar events, the most likely root cause of the driveline outer sheath break and yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the outer sheath damage likely left the driveline cables exposed, thus allowing the wires' insulation to be damaged. Subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.